Event description:
A falsely elevated advia centaur ckmb result was obtained by the customer and considered discordant when compared to a lower test result when repeated on another advia centaur system. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ckmb result.

Manufacturer narrative:
(B)(4). On (B)(6) 2013 - additional information a siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse replaced the waste reservoir cap due to a vacuum leak and replaced the aspirate # 4 tubing due to an observed hole in the tubing. All other total service system checks were found to be acceptable. Instrument support has reviewed the fse service report and it is unlikely that the work performed was a contributing factor as there was no other known discordant patient ckmb results reported at the time of the event. Specimen collection and handling may be a contributing factor. The instruction for use (IFU) states the following in the specimen collection and handling: "the following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi, formerly nccls): collect all blood samples observing universal precautions for venipuncture. Allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 4 hours. Tightly cap and refrigerate specimens at 2° to 8°c if the assay is not completed within 4 hours. Freeze samples at or below -20°c if the sample is not assayed within 24 hours. Freeze samples only once and mix thoroughly after thawing. Frozen specimens can remain frozen up to 1 month in non-frost free freezers. Frozen samples must be centrifuged at 2200 x g for 10 minutes before analysis." "Before placing samples on the system, ensure that samples have the following characteristics: free of fibrin or other particulate matter. Free of bubbles."

Manufacturer narrative:
The cause for the falsely elevated advia centaur ckmb result when compared to a lower result when repeated on another advia centaur system is unknown. The instruction for use states the following in the interpretation of results section: "serial sampling at the appropriate time intervals will result in the typical rise and fall pattern of ck-mb levels in patients experiencing myocardial infarction. Elevated ck-mb levels may be related to non-ami events such as congestive heart failure, strenuous exercise, or trauma. These events should be considered when interpreting ck-mb results." No conclusion can be drawn.